Event description:
It was reported that device became stuck within sheath. A sentinel cerebral protection system (cps) was selected for use in a procedure. A non-boston scientific 5/6fr introducer sheath was placed. During insertion of the sentinel cps into the non-bsc introducer sheath, the sentinel cps became stuck and the non-bsc introducer sheath and sentinel cps required removal together as a unit. A new sheath was placed, and a new sentinel cps was utilized to complete the procedure. No adverse events occurred.